Manufacturer narrative:
Correction: initial reporter name and address:, updated state to louisiana the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The sample was subjected to a laboratory bubble point test. A leak was not detected, possible due to coagulated blood. However, the dialyzer was disassembled for further evaluation and a potted fiber fragment was identified at approximately 10°, with the dialysate ports situated at 0°, on the cavity ID end. The opposing end of the fiber could not be isolated. Further examination of the fiber bundle did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between hd therapy utilizing the optiflux 180nre dialyzer and the patient event of blood loss, hypotension and low hemoglobin resulting in transport to the ER. There is a probable causal relationship between the two dialyzer blood leaks which led to the patient estimated blood loss of 500ml and the resulting hypotension and low hemoglobin which are side effects of hypovolemia. The patient¿s initial hemoglobin at the start of treatment was not documented and the stat hemoglobin was 11.7. The patient¿s normal hemoglobin status is not known. Anemia is a frequent complication in end stage renal disease (esrd) patients; however, the patient did not require any blood products to be administered at the ER suggesting he was stable after the blood loss. The patient¿s initial bp at the start of treatment (122/50) did not fluctuate significantly from the end bp (124/52). The patient didn¿t require any fluid replacement as a result of the event. It is unknown if the patient has pre-existing comorbidities or if there are any concomitant medications which contributed to the hypotensive event. The patient also experienced inadequate flow during treatment due to clotting in the ac fistula. Clotting in the av fistula can be caused as a result of hypotension and hypovolemia which were experienced in this treatment. The product investigation has not been completed to date. Based on the available information the cause of the hypotensive event, low hemoglobin and clotting in the access cannot be confirmed; however, the blood loss from the dialyzer leaks reasonably contributed to the adverse event.

Event description:
On 04/22/2019 a hemodialysis (hd) center nurse reported that this male patient on thrice weekly hd therapy experienced two blood leaks during treatment on (B)(6) 2019. The first blood leak led to a machine alarm. The blood leak test strips were used and tested positive for blood. The leak was internal and was not visually observed. The estimated blood loss was approximately 250ml. A stat hemoglobin was taken. The patient resumed treatment on a separate machine. After approximately an hour of treatment the new machine alarmed for a blood leak. The second leak was internal and the test strip tested positive for blood. Treatment was ended and the patient was transported to the hospital for hypotension and low hemoglobin. Additional information was obtained through follow-up and patient treatment records. The patient arrived for treatment on (B)(6) 2019 with no unusual findings during assessment. The patient¿s pre-treatment vitals were as follows: blood pressure (bp) 122/50 (sitting); pulse 84 regular; respirations 18; temperature 96.9 and weight (B)(6) (estimated dry weight (B)(6)). Treatment was initiated at 11:30am utilizing a button hole with an arterio-venous (av) fistula, transposed above the right elbow, 15 gauge arterial and venous needles and an optiflux 180nre dialyzer. The patient¿s blood pressure was documented as 128/63, blood flow rate 245, dialysis flow rate 500 and ultrafiltration rate at 840. At 12:30pm the machine alarmed for a blood leak, treatment was interrupted and a stat hemoglobin was drawn. The estimated blood loss was 250ml. There was no visual damage or defect observed on the dialyzer. The patient¿s bp was 155/95 and pulse 93. At 1:03pm the patient resumed treatment on a new machine utilizing a new optiflux 180nre dialyzer (different lot) with normal vital signs (bp 164/71, pulse 75). Treatment continued until 2:23pm when this machine alarmed for a blood leak. The treatment was ended (total treatment time 2 hours and 52 minutes. The patient¿s blood was not returned (approximately 250ml blood loss). There was no visual damage or defect observed on the dialyzer. At this time the patient¿s stat hemoglobin resulted in 11.7 and bp was 121/58. Post-treatment vitals could not be completed, however, the last bp reading was 124/52 with pulse 89 regular. Treatment records state the patient was experiencing issues with his access and was hypotensive. Confirmation from the nurse documented that the patient¿s access was clotted, which resulted in inadequate flow during treatment and that he experienced a hypotensive event. The patient was transported via emergency medical services (ems) to the local emergency room (ER). The patient¿s access was de-clotted and the patient was dialyzed. The patient did not require the administration of any blood products. The patient was released from the ER the same day. It was confirmed that the dialyzers used for treatment were available for return to the manufacturer.